Event description:
The meter was set in mmol/l. The customer did not allege any adverse events as she had just purchased the meter. The customer was able to reset the meter to mg/dl, and no product will be returned.